Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the low voltage lead exhibited unstable and high thresholds during the implant procedure despite several attempts at repositioning. The lead was removed and replaced. No patient complications have been reported as a result of this event.